Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified and a separation between the pebax and electrode section. It was reported that the recording system had noise on the bi-poles and the heat map would only show color in 1/3 of the catheter view circle. Caller stated 2/3 of the heat map was showing only blue. Caller stated they had clean signals on the carto 3 system except for the microelectrodes. The caller replaced the cable without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. There was no patient consequence. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-dec-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section and a foreign material inside it. These findings were reviewed and assessed the issue of a ¿separation¿ as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and electrical test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and electrode section and a foreign material inside it. An electrical test was performed and no errors were observed. No electrical or noise issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. -the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. -the carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).